Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2020; dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent undersensing. The leads remain in use. No patient complications have been reported as a result of this event.